Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also identified the following issues: nozzle has dent, distal end has scratch, distal end adhesive detached, distal end wear, connecting tube with scratch, dirty and scratched universal cord, video connector and case cracked, wear of angle wire and down direction doesn't meet standards, and water removal ability does not meet standards due to clogging. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported an air channel blockage. It is unknown when this issue was identified. The customer returned the device for repair. The olympus service center confirmed the blockage due to some foreign objects coming out of the distal end. This is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4 - corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the blocked channel was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. B3 - event date added of (B)(6) 2021. B5 - updated with event found at preparation for use.

Event description:
The event was found during preparation for use.